Event description:
A customer contacted customer service in 2009, to request a replacement breeze2 meter because her breeze2 would not release a test strip. The customer called again the following week and stated that she had been unable to test her blood glucose while waiting for her replacement meter. She alleged that she took too much insulin and became hypoglycemic. The customer did not provide any more info about the event. The only product info provided by the customer was for her breeze2 reagent. At this time, it's not known if any product will be returned.

Manufacturer narrative:
The customer did not provide any meter info, so it was not possible to determine a meter manufacture date. The customer did provide a breeze2 test strip lot number of 1a5059aa, MFR date 04/2007, expiration date 10/2008.